Event description:
It was reported that the ilet pump¿s touchscreen sustained a fracture with a broken or cracked screen, rendering the display unusable; the damage mechanism was unknown, and the user possibly rolled on the device, after which the caregiver administered subcutaneous lispro for a reported blood glucose of 503. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen component consistent with a fracture of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.